Manufacturer narrative:
The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation. (B)(4).

Event description:
On february 1, 2010, the facility representative reported to baxter global technical services one colleague volumetric infusion pump-single channel in which failure code 812:02 occurred during patient therapy while the patient was connected. This device is also being returned for the colleague fca deployment (B)(4). According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Event description:
It was reported during implant, the ventricular lead's helix was retracted and then would not redeploy. The lead was replaced. The atrial lead was also replaced due to a high pacing threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).